Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/5/2025 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. - was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. - how many devices demonstrated the alleged deficiency? - did the event occur during one or multiple patient procedures? - what is the total number of procedures? - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). - if this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). - please provide the lot number: - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Additional information was requested, the following was obtained: - it was assumed that complaint relates to vicryl and/or monocryl. Please provide the product codes of the products involved: unk, vicryl (not monocryl, this was confirmed once again) dissolves too quickly after the use of xylocaine spray and that this impairs wound healing or results in unsightly scars. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported by a professional midwife of reports on the outcome of a facebook survey among german midwifes. Per the survey, it is widely observed that absorbable sutures dissolve quicker (too fast) when used in combination with xylocaine spray. Wound healing was impacted, resulting in undesired scarring. Additional information was requested.